Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
The customer reported a nurse was sitting at the nurses station while a second nurse was testing the blood glucose on an (B)(6) with the accu- chek inform ii meter. As the second nurse was scanning the patient ID, the first nurse looked up and looked right into the laser light. She went to the ER at the facility where she was diagnosed with a corneal burn. She believes this affected both eyes. The nurse was treated with and prescribed cyclopentolate ophthalmic, erythromycin ophthalmic, and tramadol. The current condition of the nurse was requested, but was not provided. There was no allegation that the device malfunctioned. No product was requested or returned because there was no malfunction alleged by the customer.